Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Intravascular ultrasound was performed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. After inserting a non-bsc introducer sheath, a non-bsc guidewire was used to cross the lesion. Subsequently, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without issue and the procedure was completed with another of the same device. There were no patient complications and the patient condition was good.